Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("under the serosa of the uterus, the essure device was visible./the other essure device was not visible"), abdominal pain lower ("severe lower abdominal pain") and menorrhagia ("abnormal heavy menstrual bleeding / prolonged menses") in an adult female patient who had essure (batch no. 827735) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure/essure" and device monitoring procedure not performed "essure confirmation test(s) not conducted". The patient's concurrent conditions included insomnia and migraine. Concomitant products included nuvaring. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), vaginal discharge ("vaginal discharge"), hormone level abnormal ("hormone changes") and pelvic pain ("pain"). The patient was treated with surgery (laparoscopy, right salpingectomy and removal of essure device.), surgery (in 2010 underwent partial-tubal removal in order to alleviate symtoms and salpingectomy (one side)) and surgery (novasure.). Essure was removed on (B)(6) 2012. At the time of the report, the embedded device, menorrhagia, vaginal discharge and hormone level abnormal outcome was unknown and the abdominal pain lower, abdominal pain, back pain and pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, hormone level abnormal, menorrhagia and vaginal discharge to be related to essure. No further causality assessment were provided for the product. The reporter commented: patient sought medical attention for her symptoms. Plaintiff has not yet been able to have the remaining essure devices removed. Essure excised in its entirety with minimal difficulty. Most recent follow-up information incorporated above includes: on 21-mar-2018: plaintiff fact sheet and medical records received: reporters, concomitant disease, patient demographic, concomitant medication, essure removal date (B)(6) 2012, essure lot number 827735 added. Events (hormone changes), pain, embedded iud, medical device monitoring error, device monitoring procedure not performed were added. Intervention marked for the event menorrhagia as ablation was performed. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("under the serosa of the uterus, the essure device was visible./the other essure device was not visible"), abdominal pain lower ("severe lower abdominal pain") and menorrhagia ("abnormal heavy menstrual bleeding / prolonged menses") in a 30-year-old female patient who had essure (batch no. 827735-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure/essure" and device monitoring procedure not performed "essure confirmation test(s) not conducted". The patient's past medical history included dysfunctional uterine bleeding. Concurrent conditions included insomnia and migraine. Concomitant products included nuvaring from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 9 days after insertion of essure, the patient experienced affect lability ("hormone changes / hormone changes describes- ups and downs, emotional"). On (B)(6) 2012, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("severe back pain") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (laparoscopy, right salpingectomy and removal of essure device.), surgery (in 2010 underwent partial-tubal removal in order to alleviate symtoms and salpingectomy (one side)) and surgery (novasure.). Essure was removed on (B)(6) 2012. At the time of the report, the embedded device, menorrhagia, vaginal discharge and affect lability outcome was unknown and the abdominal pain lower, abdominal pain, back pain and pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, affect lability, back pain, embedded device, menorrhagia, pelvic pain and vaginal discharge to be related to essure. The reporter commented: patient sought medical attention for her symptoms. Plaintiff has not yet been able to have the remaining essure devices removed. Essure excised in its entirety with minimal difficulty. Most recent follow-up information incorporated above includes: on 22-aug-2018: plaintiff fact sheet was received. Event hormone changes was replaced with event ups and downs, emotional. Event onset date were added. Incident : no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("under the serosa of the uterus, the essure device was visible./the other essure device was not visible"), abdominal pain lower ("severe lower abdominal pain") and menorrhagia ("abnormal heavy menstrual bleeding / prolonged menses") in an adult female patient who had essure (batch no. 827735-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure/essure" and device monitoring procedure not performed "essure confirmation test(s) not conducted". The patient's past medical history included dysfunctional uterine bleeding. Concurrent conditions included insomnia and migraine. Concomitant products included nuvaring. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), vaginal discharge ("vaginal discharge"), hormone level abnormal ("hormone changes") and pelvic pain ("pain"). The patient was treated with surgery (laparoscopy, right salpingectomy and removal of essure device.), surgery (in 2010 underwent partial-tubal removal in order to alleviate symptoms and salpingectomy (one side)) and surgery (novasure.). Essure was removed on (B)(6) 2012. At the time of the report, the embedded device, menorrhagia, vaginal discharge and hormone level abnormal outcome was unknown and the abdominal pain lower, abdominal pain, back pain and pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, embedded device, hormone level abnormal, menorrhagia, pelvic pain and vaginal discharge to be related to essure. The reporter commented: patient sought medical attention for her symptoms. Plaintiff has not yet been able to have the remaining essure devices removed. Essure excised in its entirety with minimal difficulty. Most recent follow-up information incorporated above includes: on 18-aug-2018: update of information (batch is not valid). Incident. No valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), menorrhagia ("abnormal heavy menstrual bleeding / prolonged menses "), back pain ("severe back pain") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (in 2010 underwent partial-tubal removal in order to alleviate symptoms.). Essure treatment was not changed. At the time of the report, the abdominal pain lower, abdominal pain, menorrhagia, back pain and vaginal discharge outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, menorrhagia and vaginal discharge to be related to essure. The reporter commented: patient sought medical attention for her symptoms. Plaintiff has not yet been able to have the remaining essure devices removed. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.